Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding an issue with a with a new pump. It was reported that a new 20ml pump was only able to be aspirated of 6ml of sterile water. It was noted that needle was patent. No further complications have been reported as a result of this event. Additional information was received from the device manufacturer representative indicated that they were able to aspirate 15.5ml from the pump and it was implanted without any issues. No further complications have been reported. Additional information was received from the device manufacturer representative indicated that the reason only being able to aspirate 6 ml initially was not known. It was reported that it was decided to implant the pump after they got 15.5 ml out of the pump. No further complications have been reported.